Manufacturer narrative:
Bayer case number: (B)(4). Bleeding [genital bleeding] pelvic pain [pelvic pain female] severe cramp [cramp in lower abdomen] breast pain [breast pain] leg pain [leg pain] headaches [headache] allergy to nickel the material present in the device], a condition that greatly affect s my life [nickel allergy] it ithces hurts / hand and arm with effects of nickel allergy [pruritus] but discovered a grade three lesion [uterine disorder] unpleasent odor [body odor]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramp"), breast pain ("breast pain"), pain in extremity ("leg pain"), headache ("headaches"), allergy to metals ("allergy to nickel the material present in the device], a condition that greatly affect s my life"), pruritus ("it ithces hurts / hand and arm with effects of nickel allergy"), uterine disorder ("but discovered a grade three lesion") and skin odour abnormal ("unpleasent odor"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered skin odour abnormal and uterine disorder to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, abdominal pain lower, breast pain, pain in extremity, headache, allergy to metals or pruritus. The reporter commented: the patient was going to undergo total hysterectomy surgery, but discovered a grade three lesion, which needed to be treated first, in her uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Bleeding [genital bleeding]. Pelvic pain [pelvic pain female]. Severe cramp [cramp in lower abdomen]. Breast pain [breast pain]. Leg pain [leg pain]. Headaches [headache] . Allergy to nickel the material present in the device], a condition that greatly affect s my life [nickel allergy]. It ithces hurts / hand and arm with effects of nickel allergy [pruritus]. But discovered a grade three lesion [uterine disorder]. Unpleasent odor [body odor]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramp"), breast pain ("breast pain"), pain in extremity ("leg pain"), headache ("headaches"), allergy to metals ("allergy to nickel the material present in the device], a condition that greatly affect s my life"), pruritus ("it ithces hurts / hand and arm with effects of nickel allergy"), uterine disorder ("but discovered a grade three lesion") and skin odour abnormal ("unpleasent odor"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered skin odour abnormal and uterine disorder to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, abdominal pain lower, breast pain, pain in extremity, headache, allergy to metals or pruritus. The reporter commented: the patient was going to undergo total hysterectomy surgery, but discovered a grade three lesion, which needed to be treated first, in her uterus. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. Unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-oct-2024: medical record received. Unpleasant body odor, uterine lesion were added. New reporter lawyer added. Reporter causality comment updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.